Event description:
Pt reported that sometime during 2003 they had a red spot on their stomach that was the size of their hand. Physician diagnosed pt with cellulitis - pt was admitted to hosp for one week. Treatment received: red area was cut open and they were given antibiotics.